Manufacturer narrative:
Device not returned

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the alarm was cleared and insulin delivery was resumed. Customer's blood glucose was 70 mg/dl.